Manufacturer narrative:
The manufacturer's investigation is on-going, and a follow-up report will be submitted when the investigation is complete. Additional information from section e: phone number: (B)(6)

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 52mm evoque procedure in tricuspid position. Approximately on post operative day (pod) 395 a thrombus was observed after a CT scan. The patient was hospitalized due to the thrombus with a gradient of 3.5 mm hg. The patient received a heparin infusion for 10 days and was discharged from the hospital with a gradient 2.9, inr 2.5 with mild tricuspid regurgitation.